Event description:
According to the reporter: the clips close and fit over the tissue as well but from time to time the applier does not release the clip out of the black cartridge. The surgeon used a grasper to pull out the clip for saving the vessel and before cutting the (B)(4). The surgeon tried four different cartridges and two different instruments out of the abdominal cavity. Operating room time was extended by more than 30 minutes. There was no blood loss, no extension or division, no change of op but damage to vascular tissue.

Manufacturer narrative:
(B)(4)